Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing phrenic stimulation. Hence, an x-ray was performed confirming that the lead was dislodged and twiddler's syndrome was the suspected cause. This rv lead was then repositioned. No additional adverse patient effects were reported.